Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarmed. The pump was primed properly. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 385 mg/dl. The customer stated that he ate a jelly donut and the pump was not delivering insulin. The customer treated with the pump. The customer stated that he did not contact his health care provider regarding the high blood glucose. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that he had low blood glucose reading while on the pump. The customer stated that his blood glucose reading was 42 mg/dl. The customer was advised to hold down the act button until they receive the 2nd series of beeps or numbers to appear on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.